Event description:
It was reported by service report that the scale was not working accurately. It is unk if there was pt involvement or adverse consequences to report.

Manufacturer narrative:
Results: scale was out of calibration.